Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: a visual and dimensional inspection was performed. The reported tip damage, torn polymer and polymer peeling were confirmed. The reported stretched coils were unable to be confirmed since the tip coils were not stretched. The reported difficulty to position and remove were unable to be confirmed due to the polymer damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. A microcatheter was advanced to the lesion along with a 300 cm command 18 guide wire. However, the guide wire became stuck with the microcatheter. The tip was noted to be stretched, smashed and the polymer coating was peeled and torn. Therefore, the device was removed as a single unit with the microcatheter. Fluoroscopy was performed to confirm that there was no foreign material left inside the anatomy. Balloon angioplasty was then performed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.